Manufacturer narrative:
Device has been received, evaluation has not yet begun. B)(4).

Event description:
During a knee arthroscopy it was reported that both implants deployed at the same time. The surgeon left the two implants inside of the knee. The surgeon used a backup device to finish the procedure.

Manufacturer narrative:
\ One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the inner needle has broken where it interfaces with the shaft. The break area is bent and twisted. Dimensional assessment of the needle assembly found it met print specifications. The failure of this device is the direct result of being bent during use. Per the device IFU under warnings ¿do not bend the delivery needle¿. No further investigation is warranted at this time. (B)(4).